Event description:
Info received indicates the head section is drifting.

Manufacturer narrative:
The hill-rom technician found small particulate under the head down valve which caused the drift. The technician cleaned the valve to repair the bed.